Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal was removed. Review of the event history log showed occurrences of "system fault 46510" and "key stuck" alarm messages. Functional testing confirmed the reported issue. The investigation determined that a defective keypad and software error caused the reported issue. The keypad was replaced and the software applications were reinstalled. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported the pump alarmed error code 46510. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.